Event description:
It was reported that the anesthesia workstation did not ventilate when connected to the patient. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by our field service engineer. The reported ventilation issues were reproduced. The airway pressure exceeded upper pressure limit during automatic ventilation and this lead to decrease in expired tidal volume. When the alarms for airway pressure high is generated the inspiration phase is terminated and goes over to expiration which leads to that the delivered volumes will be lower than set or expected. The safety valve housing including membrane was replaced. The part was not returned for investigation. Evaluation of the received device logs for the time of event shows that a successful system checkout was performed before the event. The event log shows that the treatment was started in automatic ventilation volume control mode. After 1.5 hours, alarms for leakage, expiratory minute volume low, respiratory rate high, occlusion in sampling line, etco2 low and airway pressure high started to be generated. The ventilation type was changed between manual and automatic ventilation 4 times and alarms were generated every time in automatic ventilation. The system was set to standby for less than one minute and then treatment was started with same settings. Alarms were generated again and the system was shutdown. The system was startup 25 minutes later and a successful system checkout was performed. The conclusion based on the field service engineers investigation and log evaluation is that there were issues during treatment. The root cause has not been determined.